Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the 75% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. The balloon ruptured when inflated to 10atm on the first inflation. The device was simply pulled out and there was no serious injury reported.